Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid to distal right coronary artery with mild calcification. Pre-dilatation was performed. The 3.0 x 15 mm xience xpedition stent was implanted distally; however, a dissection occurred. The 3.0 x 23 mm xience xpedition stent delivery system (sds) was advanced to treat the dissection; however, the sds failed to cross and the hypotube separated outside the anatomy. A new xience xpedition sds was used to treat the dissection successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional 3.0 x 23 mm xience xpedition stent referenced is being filed under a separate medwatch report.